Manufacturer narrative:
Approximate age of device - 3 years (calculated from date of manufacture of the backup battery). The evaluation of the returned backup battery revealed that the backup battery was manufactured on september 24, 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. The returned backup battery and system controller were connected to a test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery¿s manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation the system performed as designed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed,

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a backup battery fault alarm shortly after midnight on (B)(6) 2015 while in the hospital. The nurse reportedly went through troubleshooting and exchanged the system controller. The patient's backup system controller reportedly also alarmed with a backup battery fault. The circulatory support medical professional upgraded both system controllers. The patient was not symptomatic.